Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2024 to treat mitral regurgitation. There were no issues reported to have occurred during the procedure. Mr was reduced to moderate. On (B)(6) 2024 , it was noted that the clip had detached from the posterior leaflet resulting in a single leaflet device attachment (slda). Mr was severe and the patient experienced shortness of breath. The patient was transferred to surgery the same day.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided the reported slda appears to be related to patient conditions and due to thin/friable leaflets. Mitral valve insufficiency/regurgitation resulting in dyspnea appears to be due to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.